Event description:
It was reported that the pt was experiencing an increase in seizures and high impedance was found on diagnostics. X-rays were reviewed by the MFR and no anomalies were visualized. Attempts for further info have been unsuccessful to date. Revision surgery is likely, but has not occurred to date.

Manufacturer narrative:
MFR reviewed x-rays of implanted device. X-rays reviewed by the MFR, no gross lead discontinuities visualized.